Event description:
The customer was unresponsive, staring into space. Spouse performed a blood glucose test and received a result of 246mg/dl. Parmedics were called and 30 minutes later they arrived and tested and received a result of 23 mg/dl. The customer was taken to the hosp, they were given a glucose IV and monitored until blood glucose was 106mg/dl, they were released. The customer had not taken morning medications. The customer leaves the cap off of the original glucose strip container. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.